Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of broken cable was confirmed during evaluation by the service technician as a power cord issue. The cause of the reported problem was definitively identified to be a broken power cord. To resolve the reported problem, the power cord was replaced. Should additional information become available, a follow-up MDR will be submitted.